Manufacturer narrative:
Olympus followed up with the user facility. No additional info was available regarding the subsequent treatment for the alleged thermal burn, whether the burn was attributed to an olympus device, or the current status of the pt. Per the olympus sales rep who was present at the case, at no time did he notice the thunderbeat probe come in contact with the bowel nor see the surgeon grab the bowel with the jaws of the device. The device referenced in this report was not returned to olympus for eval as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that a pt was brought back for treatment of a colon injury from a thermal burn that allegedly occurred during a laparoscopic cholecystectomy on (B)(6) 2012. The surgeon did not report it earlier because she was out of the country. There was no evidence during the procedure that there had been a colon injury caused by a thermal burn nor any mention of it by the surgeon or the fellow surgeon who participated in the procedure. In fact, the surgeon was pleased with the performance of the device.